Event description:
A report was received that a patient underwent a lead revision because their paddle lead had come out of their epidural space. During the revision, it was discovered that all the contacts have popped off the paddle. All contacts were retrieved and explanted along with the lead. The patient is reported doing well following the procedure.

Manufacturer narrative:
The complaint was confirmed. Visual inspection revealed that the lead bodies were separated from the paddle end. The paddle was split in half and it appeared that excessive tensile force was exerted onto the lead bodies pulling the cables that are connected to the electrodes. The root cause of the damage is unknown.

Event description:
A report was received that a patient underwent a lead revision because their paddle lead had come out of their epidural space. During the revision, it was discovered that all the contacts have popped off the paddle. All contacts were retrieved and explanted along with the lead. The patient is reported doing well following the procedure.